Manufacturer narrative:
The event described occurred on an ruo instrument, but it is considered to be substantially similar to the legally u.s. Marketed ivd version of the instrument. The ivd instrument¿s 510k has been reported. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd facsverse¿ there was waste leakage without bleach not contained within the instrument. The following information was provided by the initial reporter: was the leak fluid or air? Fluid. Was the leak contained within the instrument? No. Was there spray of fluid under pressure? No. What was the fluid that leaked? Biohazard. Did biohazard leak before or after waste line? After waste line. Was the waste mixed with decontamination or bleach? No. Was the customer/bd personnel physically in contact with the fluid? No. Leakage of waste liquid check valve.

Manufacturer narrative:
H.6. Investigation: ¿ scope of issue: the scope of issue is only limited to bd facsverse 3l 8c system with acc kit, part # 651155, and serial # (B)(6) . ¿ problem statement: the risk of a waste leakage not contained within the instrument was identified during the repair of a different issue. ¿ manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 25mar2021 to date 25mar2022. ¿ complaint trend: there are 9 complaints related to a waste leakage not contained within the instrument. Date range from 25mar2021 to date 25mar2022. ¿ manufacturing device history record (DHR) review: DHR part #651155, serial # (B)(6), file # 651155-651155-z6511550397-100173684-14, was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the waste leakage not contained within the instrument was due to a worn check valve. During the field service of work order wo-02373869, the fse (field service engineer) identified an additional issue of a waste leakage not contained within the instrument. After communicating with the customer, the fse replaced the check valve. After the repair, the instrument was confirmed to be functioning as expected. No parts were requested for evaluation as the replaced part is not returnable and was discarded. Although a leakage of waste material poses a hazard of contamination upon contact, the customer confirmed that they were not harmed in any way. Additionally, the leakage was not under pressure and thus did not increase the risk of exposure. This instrument was not being used for clinical tests at the time of the incident and thus did not have any impact on any patients. Proper daily and monthly cleaning and maintenance can help in maintaining an optimal system, and can be found in the risk analysis liberty, #651155ra rev. 11/vers. B. The safety risk of this hazard has been identified to be within the acceptable level. Install date: 18sep2014. ¿ service max review: review of related work order #: 02373869, case # (B)(4). Defective part number: 334044 - check valve waste. Case comments: o [phenomenon] a new trouble was discovered during the work, so please create a case. Original wo [wo number] wo-02373869. Contents: there is one newly discovered trouble. Leakage of check valve for waste liquid during work? Check with the user and replace. After work, report to the dealer. Approved. Work order notes: o subject: flow rate is above the standard. O description: flow rate is above the standard. O work performed: (remedy) the pump was replaced. I replaced the restrictor for adjusting other flows and adjusted all l / m / h. During the work, there was a leak from the valve related to waste liquid and I reinforced it, but there was a leak, so I replaced the valve. (Result) after measuring the flow, it entered the standard value and there was no problem. The valve was replaced and there was no abnormality in the operation check. O cause: (phenomenon) after the measurement, it was reconfirmed that the l / m / was high as a whole. (Cause) the amount sent out due to the deterioration of the pump due to aging decreased, which affected the flow formation. It is also necessary to adjust the restrictor. O solution: (result) after measuring the flow, it entered the standard value and there was no problem. The valve was replaced and there was no abnormality in the operation check. ¿ returned sample evaluation: a return sample was not requested because the replaced part is not returnable and was discarded. ¿ risk analysis: risk management file part # 651155ra, rev. 11/vers. B, liberty ruo 1.0 research systems (facsverse) risk analysis was reviewed. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? Yes or no? O hazard ID: 2.1.18b. O hazard: exposure to biological sample. O cause: failed waste connection. O harmful effects: injury to operator due to spraying of waste or bleach o risk controls: robust design connection to the tank. The waste connection to the chassis is housed inside the system. System shall be designed to isolate fluid from electrical and optical components. Proper waste containment that is maintained until waste disposal. O implementation verification: reliability test of the hybrid connector: system level reliability test protocol lib-10-10p system level robustness reliability test protocol: lsvn-1116-tp fluidic hybrid connecter assembly# 651571 sheath and waste level alerts. O effectiveness verification: reliability test of the hybrid connector: system level reliability test report lib-10-10r system level robustness reliability test report: lsvn-1116-tr sheath and waste level alerts protocol lsv-1009-dr. O probability: 1. O severity: 4. O risk index: 4. O residual risk evaluation: a. O new hazards: none. Mitigation(s) sufficient: yes or no? ¿ root cause: based on the investigation results the root cause of the waste leakage not contained within the instrument was due to a worn check valve. ¿ conclusion: based on the investigation results the root cause of the waste leakage not contained within the instrument was due to a worn check valve. The tsr assisting the customer contacted the customer and after confirming the issue, recommended they replace the part. After the part was replaced, the instrument was reported to be functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to the waste leakage. The safety risk of this hazard has been identified to be within the acceptable level.

Event description:
It was reported that while using bd facsverse¿ there was waste leakage without bleach not contained within the instrument. The following information was provided by the initial reporter: "1. Was the leak fluid or air? Fluid. 2. Was the leak contained within the instrument? No. 3. Was there spray of fluid under pressure? No. 4. What was the fluid that leaked? Biohazard. 5. Did biohazard leak before or after waste line? After waste line. 6. Was the waste mixed with decontamination or bleach? No0 7. Was the customer/bd personnel physically in contact with the fluid? No. Leakage of waste liquid check valve."